Event description:
The customer claims that the dermatome is not cutting straight. To date, it is unknown if there was any patient injury. Additional information was received from the customer indicating the dermatome did not take a good graft.